Event description:
The customer reported via phone call that they experienced low and high blood glucose. Customer¿s blood glucose reading at the time of the incident was between 30 mg/dl. Blood glucose level at the time of call was 473 mg/dl. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The customer did not experience any symptoms of low glucose value. Auto mode was not active at the time of event. The device will not be returned for analysis. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.